Event description:
Procedure: urogynecological. According to the reporter: pt has experienced pain, suffering, disability, and impairment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).